Event description:
Complainant alleged that, during functional testing, the device displayed gave a "unit failed" prompt. Complainant indicated that, there was no pt involvement in the reported malfunction.